Event description:
The customer's mother reported that on (B)(6) 2012, her daughter's blood glucose measured 367 mg/dl at 10:21 am, 279 mg/dl, 214 mg/dl at 3:13 pm, 189 mg/dl at 4:23 pm, 234 mg/dl at 5:18 pm, 237 mg/dl at 5:57 pm and finally 192 mg/dl at 8:27 pm, after which she changed the pod. No insulin dosages were reported. She observed blood and a kinked cannula when she removed the device.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine whether it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."